Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted malignant tongue base resection surgical procedure, the 5mm monopolar cautery instrument was found to have a broken tip. The procedure was completed with no reported patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar cautery was analyzed and found during the procedure, the instrument was found to be non-functional, and a broken tip was observed. Failure analysis determined that the primary failure¿broken instrument grip tips¿was consistent with the customer complaint. Visual inspection confirmed a broken tip completely detached from the distal end, and the detached piece was not returned with the instrument. The complaint was confirmed by failure analysis. The probable root cause of the broken instrument grips -tips and detached fragment is attributed to damage during use from applying excessive force on the instrument shafts or tips during handling, insertion, usage, or removal